Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08745 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device was monitored for 2 days. No unexpected battery power loss anomaly, blank display, unexpected low battery alarm or unexpected off no power alarm noted. Device uploaded properly using carelink. Device had a small crack on the display window, cracked battery tube threads and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were dispatched to emergency medical service and were hospitalized for high blood glucose, diabetic keto acidosis on (B)(6) 2020 to (B)(6) 2020 with blood glucose level was 1500 mg/dl. Customer was treated with insulin drip. Customer stated insulin pump stopped working. Customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.